Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 17jul2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 01jul2019 identified 414 colony forming units(cfu) as comprising of the following isolate: 1 - positive cocci - staphylococcus hominis, study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 16jul2019. The duodenoscope was inspected by pentax medical service on 18jul2019. Inspection findings included the following: image spots, right angulation decreased, down angulation increased, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, suction tube resistance, passed dry leak test, umbilical cable bump under pve root brace, umbilical cable bump at control body side. Repairs were performed on the duodenoscope which included replacement of the following components: suction channel lg, o-ring(0.5x1.3), distal case/cap, o-rings and seals, lcb distal cover. The duodenoscope is currently pending resampling.